Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The instrument has 5 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, a frayed wire at the distal end of the fenestrated bipolar forceps instrument was noted. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.